Manufacturer narrative:
The investigation determined that two higher than expected vitros tsh results were obtained from a vitros free thyroid quality control fluid when processed on a vitros eci immunodiagnostic system. A definitive assignable cause for the event could not be determined. Based on the limited information available, a vitros tsh reagent and an instrument issue cannot be ruled out as potential contributing factors. A definitive assignable cause for the event could not be determined.

Event description:
The customer observed two non-reproducible higher than expected vitros tsh results obtained from a vitros free thyroid (ftc) quality control fluid level I when processed on a vitros eci immunodiagnostic system. Ftc level 1: 0.261 and 0.288 miu/l versus expected 0.062 miu/l. The customer made no allegations that patient sample results were affected. However, biased patient results of the direction and magnitude observed may lead to inappropriate physician action if to occur undetected. There was no allegation of patient harm. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).